Event description:
According to the reporter, during an open procedure, when suturing the subcutaneous skin, the needle detached from the suture and the needle fell into the patient's cavity along with the needle driver for all 6 sutures used. The needle was retrieved with a grasper. There was minimal damage on the patient but unnecessary additional bites from the initial needle had to be taken due to using new strands.

Manufacturer narrative:
D10 concomitant product: vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3l2207vy); vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3l2207vy); vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3l2207vy); vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3l2207vy); vlocm0345, vlocm0345 v-loc* 90 2-0 vio 23cm gs21 (lot#a3l2207vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.